Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead has been showing chronically high, out of range shock impedances. The impedance has been gradually rising over the last year. The rv lead has been implanted for several years and calcification was discussed as a theory. It was recommended that the clinic could evaluate the patient to clear the alert and raise the alert value. The rv lead remains in service. No adverse patient effects were reported.